Event description:
It was reported that the micro sagittal saw heated up during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was received at the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the quality investigation has been completed.